Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply connector was tightened during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system failed to power up and boot to a usable state. There is no report of death or serious injury associated with the event.